Manufacturer narrative:
Continuation of d10: product ID: 37761; lot#serial#:(B)(6); product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot#: (B)(6); h3: the 37761 desktop charger, serial#: (B)(6) was returned for product analysis. Analysis revealed a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient's representative regarding an external device for an implantable neurostimulator (ins). The reason for call was because the recharger was not charging from the desktop charger. Pt rep (pt's husband) reported that they charged the ins yesterday just fine, and plugged the recharger into the desktop charger when the recharger was at 50%. Pt rep stated that they waited several hours, leaving the recharger plugged into the desktop charger overnight, but the recharger battery is still at 50%. Pt rep confirmed these issues started yesterday (date valid), and the desktop charger green light is currently lit. Pt rep noted they charge the ins every week and the audio button works on the recharger. Pt rep confirmed the green light was lit on the desktop charger , but the connector pin was a little bent down. Pt rep noted the pin was not loose. The issue was not resolved.